Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during stent implantation procedure, the stent was delivered and attempted to be deployed after percutaneous transluminal angioplasty (pta) using the subject balloon microcatheter and a balloon was performed. However, the outer body of the stent was too stiff and it could not be deployed, thus, the stent was removed from the body. After this, recoiling was observed, and pta was performed again using the subject balloon microcatheter. During the second pta, a vascular injury occurred resulting in carotid-cavernous sinus fistula (ccf). The outflow to the cavernous sinus settled down over time and the procedure was completed without using the stent. No additional information available. Patient status is unknown.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Based on the results of the device history review (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Functional and visual inspections were not performed due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event: ¿patient av fistula' cannot be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that recoiled was observed, thus, the balloon percutaneous transluminal angioplasty (pta) was performed once again using the subject microcatheter. The vascular injury occurred during second pta, resulting in carotid cavernous fistula (ccf), but the outflow into the cavernous sinus settled down over time. Additional information provided by the customer indicated that the patient¿s anatomy was moderately tortuous, the device was not inflated over nominal pressure or excessive pressure used. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that during stent implantation procedure, the stent was delivered and attempted to be deployed after percutaneous transluminal angioplasty (pta) using the subject balloon microcatheter and a balloon was performed. However, the outer body of the stent was too stiff and it could not be deployed, thus, the stent was removed from the body. After this, recoiling was observed, and pta was performed again using the subject balloon microcatheter. During the second pta, a vascular injury occurred resulting in carotid-cavernous sinus fistula (ccf). The outflow to the cavernous sinus settled down over time and the procedure was completed without using the stent. No additional information available. Patient status is unknown.